Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer passed away at the hospital on sep 02 2021. The customer was admitted to the hospital because of cardiac arrest. The customer¿s blood glucose at the time of hospice was unknown. The cause of death was reported as heart attack, diabetes ketoacidosis. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0873 inches. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the customer's daily total of all insulin delivered surrounding the event date 02-sep-2021 listed on smartsolve and the days prior to the event date. 08/27/2021 dailytotalofallinsulindelivered = 77.15. 08/28/2021 dailytotalofallinsulindelivered = 61.85. 08/29/2021 dailytotalofallinsulindelivered = 81.35. 08/30/2021 dailytotalofallinsulindelivered = 118.35. 08/31/2021 dailytotalofallinsulindelivered = 36.85. 09/01/2021 dailytotalofallinsulindelivered = 36.85. 09/02/2021 dailytotalofallinsulindelivered = 28.7. Please see below for the pump errors/alarms noted 1 week prior to the event date 02-sep-2021 in the formatted history file. 09/02/2021 17:51:40.000 alarmalertnotification faultnumber = battery removed (84). 09/02/2021 18:01:00.000 alarmalertnotification faultnumber = battery removed (84). 09/02/2021 18:02:04.000 alarmalertnotification faultnumber = post-reset ram crc alarm (23). 09/02/2021 18:02:29.000 alarmalertnotification faultnumber = software error (53). 09/02/2021 18:02:31.000 alarmalertnotification faultnumber = batt out limit(6). Pump error 23 and battery out limit alarm were expected due to battery removed for more than 10 minutes/pump reset. Pump error 53 on 09/02/2021 at 18:02:29.000 noted in the formatted history file due to software error (linenumber = 5632, filenumber = 2005). The pump passed the functional testing. Pump error 53 confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.